Event description:
On 10/7/99, the distributor's sales rep informed the MFR that a customer in her territory experienced a problem with this device. On 10/8/99, the MFR received medwatch report 180018-1999-0003 via fax from the distributor's sales rep that states the following: during "udall" catheter insertion, the guidewire was easily inserted. But, the needle hung on the guidewire during withdrawal. Procedure successful with second guidewire. A co (distributor) rep scheduled to be on site. Cooperative in investgation. No further details were provided.